Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that one jaw was missing. External analysis found that the fracture occured due to torsion overload. The device welding and riveting were found to be within manufacturing specification. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the device jaw was missing. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided to avoid product damage. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during preparation, it was noted that one of the jaws was missing from device when the package was opened. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during preparation, it was noted that one of the jaws was missing from device when the package was opened. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.